Manufacturer narrative:
Findings: intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer states that the up and down arrows don't work. The customer was advised to discontinue use of hte insulin pump and follow his/her medical presccription for insulin shots until replacements arrives.